Event description:
It was reported that prior to using bd vacutainer® serum plus blood collection tubes, foreign matter was seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6) hospital. Investigation summary: bd received three photos for investigation. After review and analysis of the customer photos, foreign matter is seen at the bottom of the tube in the second photo. Additionally, 30 retain samples were subjected to a visual inspection for foreign matter and all samples met specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.